Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. No product is expected to be returned related to this case. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results for one patient with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020 and (B)(6) 2020 meter to lab comparisons were made within 4 hours of each other. The customer stated both comparison measurements had a difference of 0.5 inr and the values were under 2.0 inr. The exact values were not provided. The customer¿s therapeutic range is 2.2-2.4 inr.